Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to be supplier related. One 20 ga x 0.75 in safestep infusion set was returned for investigation. The product packaging label showed ref: lh-0031yn and lot: asdss0080. They y-site clear housing and white connector were observed with material deformation. The housing and white connector material were indented inwards leading to gaps between interface. One photo sample of a 20 ga x 0.75 in safestep infusion set was also returned for investigation. The device is shown with a 10 ml bd syringe attached to the proximal luer connector. The clamps are not engaged, and the safety mechanism is shown to be fully activated. The sample shown in the photo appears to correspond to the returned sample. The physical sample was microscopically observed. Microscopic observation of the deformed surface revealed it to be smooth and did not reveal damage consistent with gripping instruments. The device was flushed with water using a 12 ml syringe and fluid leaked out of the y-site valve. No apparent issues were observed with the proximal luer. The damage observed on the y-site appears to be caused by exposure to compressive forces and high heat. The damage likely occurred during the manufacturing process; therefore, the complaint is confirmed. The supplier has been notified of this complaint. A lot history review (lhr) of asdss0080 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (asdss0080) have been reported from the same facility.

Event description:
It was reported the safestep needle was found leaking at the blue side port attached to the tubing. It was stated this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdss0080 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (asdss0080) have been reported from the same facility.

Event description:
It was reported the safestep needle was found leaking at the blue side port attached to the tubing. It was stated this occurred with three devices. This report addresses the first device.